Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display became erratic. The patient was transferred to another ventilator. There was reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and two backlight inverters printed circuit board (pcb), to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).